Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with cracked case on display window corners, cracked lcd window, minor scratches on lcd window, cracked reservoir tube, broken reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported that the insulin pump had physical damaged. Customer stated that the top the reservoir was broken. Customer's blood glucose was 146 mg/dl. Troubleshooting was done. Customer stated there were scratches and cracked in the reservoir compartment. Customer stated that a pieve came off from the reservoir compartment and the liquid crystal screen display had a huge crack. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.